Manufacturer narrative:
(B)(4). The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device was discarded at facility. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® tag® conformable thoracic stent graft with active control system for descending aortic aneurysm. The first dsf (dsf2433) was inserted from the right femoral artery access, but the device was not able to be advanced due to strong resistance. The plan was changed to the second dsf (dsf2233) from the left femoral artery access. The resistance was noted but the device was able to be advanced. After deployment of the stent grafts, left and right access vessel damage was observed. The right access vessel was replaced to the artificial blood vessel. Angioplasty was performed for the left access vessel. The patient tolerated the procedure. The physician stated as follows; the access vessel was narrow, but there was no calcification. Therefore, 24fr was inserted from right fa, but it was difficult. The right side was replaced to artificial blood vessel because it was severely damaged. I¿ve managed to advance the 22fr from the left fa, but it was difficult to remove the device due to resistance. The intima was repaired because it was damaged.